Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed the leak from the probe. The fse identified the hydrophilic filters to be the cause of the leak. The fse replaced the filters resolving the issue. While onsite; the fse flushed the probe wipe vacuum pathway as part of preventative maintenance. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was less than 1 ml of fluid that leaked from the probe following startup. The leak was not contained. The operator was wearing gloves, eye wear, and a lab coat when the leak was identified. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.